Event description:
Husband of home pt reports home pt spiked new solution bag onto used homechoice set heater bag spike. Home pt then rec'd system error alarm on homechoice device and discontinued treatment with current set up. Home pt reports dialysis unit instructs them to reuse homechoice set for 1 week. Per rn, there was no pt injury as a result of this incident.